Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. Corrected fields: e1 - last name, e1 - email initial reporter email(should be blank), e1 - email null, e3 - occupation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable malfunction caused no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The event occurred during service maintenance. There were no reports of patient involvement